Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It is reported that the patient had hard knots on infusion site, cellulitis, redness, puffiness, warmth-to touch, painful infusion site and worsening of dementia. The patient stated there were two episodes of cellulitis path of little of knots under patient's skin.